Event description:
It was reported that before an unknown procedure, when the nurse opened the package to use the porduct, a hole was found in the package. Unknown how case was completed. There were no adverse consequences to the patient.

Manufacturer narrative:
(B) (4). (B) (4). Upon visual inspection of the package, it was verified the presence of a five-inch long cut in the tyvek which was made by a sharp object like a knife. The package appears to be over-handled. The carton was not provided, so it is unknown if there was damage to the carton as well. The information you provided is compiled monitored and reviewed by upper management on a routine basis for any associated trends. We value your assistance in providing us an opportunity to evaluate the reported event, as all information reported to our company is critical to our continuous improvement efforts.the batch record was reviewed and no anomalies were noted during the manufacturing process.